Event description:
Event description guidant received information that the patient with this crt-d presented to the emergency room in atrial fibrillation with an escape rhythm of 40 bpm. At interrogation, both right and left ventricular pacing was noted, with no capture. A chest x-ray was negative for dislodgement or lead crush. Out-of-range lead impedance measurements were on both the left and right ventricular leads. Invasive investigation revealed that all leads were visually intact. Gentle pressure was applied to each lead at the header insertion to evaluate for loose connections. It was determined that all leads were appropriately connected in the header. All setscrews were unscrewed and the leads were removed from header one at a time, and then reconnected. Ventricular capture was still unable to be obtained. The device was subsequently explanted.